Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -6.0/+6.0/19 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The surgeon notes there is lens rotation and the patients vision is blurry. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6 - investigation type code: 3331 - device history record found associated source lots were manufactured within established parameters. H3 - type of investigation code: 10- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Functional inspection found the lens did not meet original values at the time of manufacturing. Claim (B)(4).